Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and coeliac disease ('celiac disease') in an adult female patient who had essure (batch no. 678814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia ("blood loss anemia"), coeliac disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, menorrhagia, blood loss anaemia, coeliac disease, dyspareunia, psychological trauma, fatigue, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, blood loss anaemia, coeliac disease, dyspareunia, fatigue, headache, menorrhagia, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), anemia, celiac disease, psych injury, fatigue, hair loss, headaches, vision problems, weight gain. Essure insertion date provided in pfs : (B)(6) 2010. Trailing coils - right = 3, trailing coils - left =3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and coeliac disease ('celiac disease') in an adult female patient who had essure (batch no. 678814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia ("blood loss anemia"), coeliac disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, menorrhagia, blood loss anaemia, coeliac disease, dyspareunia, psychological trauma, fatigue, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, blood loss anaemia, coeliac disease, dyspareunia, fatigue, headache, menorrhagia, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), anemia, celiac disease, psych injury, fatigue, hair loss, headaches, vision problems, weight gain. Essure insertion date provided in pfs : (B)(6) 2010. Trailing coils - right = 3, trailing coils - left =3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('blood loss anemia') and coeliac disease ('celiac disease') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, menorrhagia, blood loss anaemia, coeliac disease, dyspareunia, psychological trauma, fatigue, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, blood loss anaemia, coeliac disease, dyspareunia, fatigue, headache, menorrhagia, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), anemia, celiac disease, psych injury, fatigue, hair loss, headaches, vision problems, weight gain. Essure insertion date provided in pfs: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: previously reported event "injury nos" was updated with "dyspareunia (painful sexual intercourse)", events- "back, menorrhagia (heavy menstrual bleeding), anemia, celiac disease, psych injury, fatigue, hair loss, headaches, vision problems, weight gain. Reporter", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.